Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient received inappropriate therapy and t-wave oversensing (twos) was observed. Further review of device information noted that twos episodes had been present for one month. The patient was reported to be in the shower at the time of the high voltage therapy. All labs were within normal limits. The sensitivity parameters were reprogrammed. The device and lead remain in use. No further patient complications have been reported as a result of this event.